Manufacturer narrative:
The probable cause of error c34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the generator.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed the reported error c34 upon reviewing logs. In addition, the erbe was tested using the system, error c34 on startup, and a review of the internal log showed error c00.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that error c34 appeared on erbe generator. Before contacting the tse, the customer power cycled the erbe iesu, used a new energy cable and a new instrument, but the issue was not resolved. The tse confirmed error c34 in the logs. The tse advised the customer to change energy settings from swift to classic. The tse mentioned that the classic settings would go to energy setting 2. However, the surgeon did not want to make a change at the time. The procedure was completing as planned with no reported injury.